Manufacturer narrative:
(B)(4).

Event description:
Additional information later received reported that the patient had surgery a couple months ago ((B)(6)) for something unrelated to the device/ therapy and the patient was telling the surgeon their pump concerns and the surgeon said it sounded like patient had a leak. Pt reported having horrible pain all the time. Last refill was (B)(6) and next refill is (B)(6). The patient reported having "3 spells" after the last refill. The first time ((B)(6)) the patient woke up with a weird headache, felt flu-like, was very sleepy and had trouble talking, the patient thought that she was having a stroke. These symptoms also happened on (B)(6). Sometimes after their bolus the patient feels numb in a small area (patch) on their back. Sometimes the patient gets that sensation when she hasn't requested a bolus.

Event description:
The patient had an MRI on (B)(6) 2015. The patient had to be fully sedated because, they needed an image that required her to be completely still. Following the MRI, the patient didn¿t know what she was saying or doing. She was supposed to get done at 12pm. They had to give her narcan. The side of the patient¿s face was swollen for 2 months. She didn¿t know if it was related to the pump or not. The patient tried talking to her hcp (healthcare professional) about it and ¿nobody is talking¿. The patient sometimes felt like ¿it¿s giving me a bolus when I don¿t request one¿ or when she does request one, she doesn¿t feel it. The patient could feel the bolus being delivered. She had felt this since implant. The patient had had the pump logs checked before and ¿they tell her everything is fine¿. The patient stated multiple times that ¿the pump is a machine and it can malfunction¿. The device system was delivering fentanyl, bupivacaine, and morphine.

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2014 (B)(6); product type catheter product ID 8835, serial# (B)(4); product type programmer, patient. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on (B)(4) 2018. It was reported that the patient had the before mentioned MRI at 7 or 8 in the morning and at 3 pm the patient needed to wake up, but the patient could not be woken up after the MRI. She noted she had not had similar reactions during other procedures. No further complications were reported.